Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6 as reported, after the use of a 5f mynxgrip vascular closure device (vcd) hemostasis was not achieved after deployment was complete, and the device was removed after sufficient time. Manual compression was performed and the procedure was completed. There was no reported patient injury. Additional information was requested but not provided. One non-sterile 5f mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle, while the stopcock was observed to be open, with a cordis mynx syringe attached to the unit. No catheter sheath introducer (csi) was returned for this evaluation. The sealant and the advancer tube were not returned for evaluation. No additional anomalies were observed during this visual analysis. A simulated deployment test could not be conducted as the sealant was not returned. However, a shuttle displacement test was successfully performed. The shuttle cartridge advanced and retracted to the black handle without any issues. Additionally, inflation/deflation test was successfully performed on the returned unit. The balloon fully inflated, maintained pressure, and deflated properly without rupture or pressure loss, in accordance with instructions for use (IFU) specifications. The reported event of ¿sealant failure to achieve hemostasis¿ was not observed through analysis of the returned device since shuttle displacement test and inflation/deflation test were successfully performed. In addition, due to the nature of the event it is not possible to evaluate, since patient related conditions cannot be duplicated in the lab. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As per the instructions for use (IFU) in step 3, remove device, apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with the thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. Slowly withdraw the balloon catheter through the advancer tube lumen, and if unusual resistance is felt, pull the advancer tube and catheter together. While maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression for up to one minute, and if hemostasis is not achieved, apply additional compression as needed. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, after the use of a 5f mynxgrip vascular closure device (vcd) hemostasis was not achieved after deployment was complete, and the device was removed after sufficient time. Manual compression was performed and the procedure was completed. There was no reported patient injury. Additional information was requested but not provided. The device will be returned for analysis.

Manufacturer narrative:
Lot, manufactured date and expiration date will remain unknown. Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.